Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the whole screen became red. The event occurred on (B)(6)2025. A call was made from the patient at 01:00 to report the inoperable alarm and breathing problems. At 02:30 the device was replaced. This notification was reviewed by a clinical expert due to a report of a patient at home reported that the ventilator is inoperable, and an alarm is sounding (the entire screen is red). The patient reported breathing problems. It was reported that "ventilator service required" alarm went off and the device was replaced. Based on information available at this time, the reported event is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred and the whole screen became red on a trilogy evo device. The event occurred on (B)(6) 2025. A call was made from the patient at 01:00 to report the inoperable alarm and breathing problems. At 02:30 the device was replaced. This notification was reviewed by a clinical expert due to a report of a patient at home reported that the ventilator is inoperable, and an alarm is sounding (the entire screen is red). The patient reported breathing problems. It was reported that "ventilator service required" alarm went off and the device was replaced. Based on information available at this time, the reported event is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. During the evaluation of the device at the manufacturer's service center, the service technician confirmed the reported issue. A ventilator inoperative error code was found in the device's error log relating to a machine flow sensor drift being high that occurred during standby mode. The error indicates that the amount of drift of the flow sensor deviated from the standard. The service technician states that the flow sensor was replaced to resolve the issue. Additionally, the muffler assembly was replaced due to a life related smell, periodic maintenance 1 was performed and the air inlet foam filter and particulate filter were replaced to prevent failure. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required. The original trilogy evo machine flow sensor was sent to the product investigation lab (pil) for further investigation. Pil was unable to confirm the failure of the machine flow sensor. The ventilator inoperative error code was found in the device's event log. Pil installed the flow sensor on the pil trilogy evo stb and ran therapy with a test lung for approximately 1 hour without issue. The ventilator inoperative error code did not reoccur. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and the flow sensor passed all the testing. Pil concluded that while contamination was present, the machine flow sensor operates as designed.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred and the whole screen became red on a trilogy evo device. The event occurred on (B)(6) 2025. A call was made from the patient at 01:00 to report the inoperable alarm and breathing problems. At 02:30 the device was replaced. This notification was reviewed by a clinical expert due to a report of a patient at home reported that the ventilator is inoperable, and an alarm is sounding (the entire screen is red). The patient reported breathing problems. It was reported that "ventilator service required" alarm went off and the device was replaced. Based on information available at this time, the reported event is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. During the evaluation of the device at the manufacturer's service center, the service technician confirmed the reported issue. A ventilator inoperative error code was found in the device's error log relating to a machine flow sensor drift being high that occurred during standby mode. The error indicates that the amount of drift of the flow sensor deviated from the standard. The service technician states that the flow sensor was replaced to resolve the issue. Additionally, the muffler assembly was replaced due to a life related smell, periodic maintenance 1 was performed and the air inlet foam filter and particulate filter were replaced to prevent failure. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required. Also, on the previous report the type of reported complaint field was incorrectly marked as serious injury. The field has since been corrected to reflect malfunction/product problem.